Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed low battery, customer changed the battery and insulin pump did not turn on. Customer's blood glucose value was unknown. Troubleshooting was performed. Customer was advised to remove battery for 10 minutes, to allow static charge to dissipate and reset insulin pump software. Customer was instructed that the battery out limit was alarm after 10 minutes reset, during 10 minutes customer cleaned the battery contacts cap and compartment with a cotton swab, after 10 minutes customer inserted a new battery and insulin pump turned on, but keypad was unresponsive. Customer stated that the insulin pump was not bumped, dropped or exposed to moisture. Customer was advised to discontinue use of the insulin pump and to revert to back up plan. The device will be returned for analysis.

Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device received with normal operating current. Device passed self test. Pump passed off no power test. No unexpected low battery alarm anomalies noted. (B)(4).